Event description:
It was reported that the patient was implanted with penta and proclaim plus. Afterwards the patient complained of abdominal pain and reduced leg sensitivity/motor ability. Surgical intervention took place where the patients system was explanted and retained by hospital per facility policy.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received indicating the patient remains hospitalized and has no movement or sensation below the waistline.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.